Event description:
It was reported that the implantable pulse generator, pacemaker was explanted due to premature battery depletion. No patient adverse effects were reported. The device will not be returned.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.